Event description:
Customer reported the system will not display images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep adjusted the 12v power supply, reseated fuses, and connections as precautionary measures. System operates as intended.